Manufacturer narrative:
A1: patient identifier: patient journey (B)(6). B3: aware date used as event date is unknown d6b: explant date unknown, estimated.

Event description:
It was reported that embolization occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. While the patient was in recovery, it was noticed that unspecified complications began to develop. During the patient's hospital stay, testing was performed, and the patient was discharged. After a few months, the patient began to feel unstable and traveled to the united stated where several imaging studies were performed. It was discovered that the closure device had migrated to the renal artery, resulting in renal failure. An operation was performed to remove the closure device. The patient will remain on dialysis for life.

Event description:
It was reported that embolization occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. While the patient was in recovery, it was noticed that unspecified complications began to develop. During the patient's hospital stay, testing was performed, and the patient was discharged. After a few months, the patient began to feel unstable and traveled to the united stated where several imaging studies were performed. It was discovered that the closure device had migrated to the renal artery, resulting in renal failure. An operation was performed to remove the closure device. The patient will remain on dialysis for life. It was further reported via journal abstract published from the hospital where the explant was performed, that one (1) day after implant procedure, the patient developed acute oliguric renal failure which was attributed to possible contrast-induced nephropathy, necessitating hemodialysis. The patient further developed progressive lower back pain and claudication, which prompted the patient to seek care at the united states hospital nine (9) weeks post-implant. Computed tomography noted the closure device to be in the abdominal aorta at the level of the renal arteries. A longitudinal aortotomy was performed with successful extraction of the closure device.

Manufacturer narrative:
Literature citation: john bostrom, timothy wymer, darae ko, nir ayalon (march, 2023). An unexpected complication: claudication and acute renal failure after left atrial appendage closure. Jacc volume 81, issue 8, suppl a.

Event description:
It was reported that embolization occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman flx closure device was implanted. While the patient was in recovery, it was noticed that unspecified complications began to develop. During the patient's hospital stay, testing was performed, and the patient was discharged. After a few months, the patient began to feel unstable and traveled to the united stated where several imaging studies were performed. It was discovered that the closure device had migrated to the renal artery, resulting in renal failure. An operation was performed to remove the closure device. The patient will remain on dialysis for life.

Manufacturer narrative:
Patient identifier: (B)(6). Aware date used as event date is unknown. Explant date unknown, estimated.